Event description:
It was reported that during the procedure, the fiber broke towards the tip and fragments fell inside the patient. It was noted that the fragments were retrieved using a grasper. The procedure was completed using a different device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. There was no manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed, and the flexiva pulse ID instructions for use (IFU) warns the user of situations that can cause damage to the fiber and the consequences of using a damaged fiber. There were no patient complications. Escalation is not required. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the fiber broke towards the tip and fragments fell inside the patient. It was noted that the fragments were retrieved using a grasper. The procedure was completed using a different device. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the event and procedure date, despite good faith efforts.